Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during initial drain. The home patient (hp) stated there was about two feet of air in the patient line. Therapy was ended and restarted with new supplies. Baxter product surveillance contacted the hp regarding the reported incident. The hp stated he believes the patient line may not have been primed all the way. The hp now checks to ensure the patient line is primed to the top prior to connecting. The set-up was discarded and the lot number was unknown. No patient injury or medical intervention was reported. The hp has had no further problems with air in the line.

Manufacturer narrative:
(B)(4). The sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.